Manufacturer narrative:
A ge service rep performed an onsite investigation. Unspecified system components and cables were deemed necessary for replacement. At this time no conclusion can be drawn as further conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported 'cine disk errors' and intermittent vascular imaging mode functionality. No pt or user injury was reported related to this event.